Event description:
It was reported that the device was a defective unit. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue.. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. Installed test tool temp check and powered on unit. Tested low fluid switch by pressing actuator down using plastic tube. Low fluid alarm was activated. Pressed general alarm test switch and both visual and audible alarms were present. The interlock alarm test was performed and activated. Installed test disposable and powered on unit. Disposable alarm was activated indicating possible malfunction. Removed front cover and investigated further. Investigation revealed damaged micro switch. The micro switch operating lever was found to be loose therefore unable to fully engage with the disposable component when installed. The root cause of the reported issue was unable to determine, possible due to normal wear on the device. No further actions were required.